Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the bottom port (clearlink). This occurred during patient infusion of pemetrexed chemotherapy. The unspecified pump alarmed and it was observed that the bag was empty. The fluid leaked onto the floor and the patient's shoulder; fluid spraying from the bottom port of the intravenous (IV) tubing while pemetrexed was connected to the top port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.